Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 249 mg/dl. It was found that the customer was working and sweating prior to the button error occurring. Insulin pump will need to be replaced. No additional information provided.